Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-00522.

Event description:
During preparation for a thrombectomy procedure, the physician attempted to advance two penumbra system 3max reperfusion catheters (3maxcs) over a guide wire on the back table; however, resistance was encountered and the guide wire became stuck in the 3maxcs and could not be pushed forward. Therefore, the 3maxcs and guide wire were not used in the procedure. The procedure was completed using a velocity delivery microcatheter (velocity), a new guide wire and a penumbra system ace 68 reperfusion catheter (ace68).

Manufacturer narrative:
Results: no damage was found on the catheter. Conclusions: evaluation of the returned 3maxcs revealed undamaged devices. During functional testing, a test mandrel was able to be advanced through both 3maxcs without an issue. The non-penumbra guidewire was not returned for evaluation. The reported complaint was unable to be confirmed. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00522.